Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left axillary artery was attempted with two proglide devices via an 8f sheath using the pre-close technique prior to an transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first proglide device clotted, no blood flow was observed from the marker lumen. A second proglide device was attempted; however, a suture break occurred. Proglide was successfully pre-placed. The sheath was upsized and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported suture separation was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that suture placement was attempted in the left axillary artery with proglide devices. It should be noted that the proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It was determined that this IFU deviation most likely did not contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.